Event description:
Procedure: flat. According to the report: white powder appeared while surgeon was loading the clip. Then, after applying the clip onto the vessel, the clip couldn't fix and slipped easily. The patient involved without injury. Surgery time extended more than 30mins.

Manufacturer narrative:
Date of initial report sent: 9/11/2009.